Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed: b.5, d9, g.2, h3, h.6. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, deformation, weight to the spec. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process; no openings or issues related to rupture device were observed.

Event description:
Device has been explanted and replaced.